Manufacturer narrative:
As received, a complete lead was received for analysis. Visual examination found the helix clogged with blood/tissue. Mechanical inspection found inner coil overtorqued consistent with procedural damage. Electrical inspection did not find any shorts between conductors. The field report of defective helix was not confirmed.

Event description:
During implant, there were helix rotation difficulties. The lead was successfully replaced and the patient was in stable condition.